Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports concerns with lower front tooth as it appeared to have stopped aligning/straightening and sits too low in the gums. Subsequently reported concerned wisdom teeth causing malocclusion and consulting with dentist. The byte cst (clinical support team) confirmed unplanned intrusion tooth #24 and advised 7-day rest period.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. This report has the corrected date in field g3.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.